Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was originally reported that the vent had stopped ventilating and the screen went blank. After further discussion with the biomed it was also conveyed that the vent did not shut down, but the patient was also not ventilated. The screen did not go blank rather there were no wave forms. The patient had passed. The customer requested a log review be provided by dräger to confirm there was no device malfunction. It was confirmed by the biomed the unit has passed the device check. Due to the initial review of the log file, a device malfunction could not be confirmed.

Event description:
It was originally reported that the vent had stopped ventilating and the screen went blank. After further discussion with the biomed it was also conveyed that the vent did not shut down, but the patient was also not ventilated. The screen did not go blank rather there were no wave forms. The patient had passed. The customer requested a log review be provided by dräger to confirm there was no device malfunction. It was confirmed by the biomed the unit has passed the device check. Due to the initial review of the log file, a device malfunction could not be confirmed.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Event description:
It was originally reported that the vent had stopped ventilating and the screen went blank. After further discussion with the biomed it was also conveyed that the vent did not shut down, but the patient was also not ventilated. The screen did not go blank rather there were no wave forms. The patient had passed. The customer requested a log review be provided by dräger to confirm there was no device malfunction. It was confirmed by the biomed the unit has passed the device check. Due to the initial review of the log file, a device malfunction could not be confirmed.

Manufacturer narrative:
The investigation of the described event was based on the logbook analysis of the affected evita v500 with the serial number (B)(6) and the evaluation of the service report and enhanced email correspondence. The analyses of the provided logfile has shown that a volume-controlled ventilation mode was active since (B)(6), 11:39 am. As per log file the ventilation mode spn-CPAP/ps was in use on (B)(6) between 4:06 pm and 4:11 pm. At 4:11 pm the user switched again over to a volume-controlled ventilation mode. As per log file the cockpit infinity c500 posted several alarm messages concerning "leakage", "disconnection?", "pressure limited! Vt not reached", "airway pressure high" and "pressure measurement inaccurate" between (B)(6). As per log file the device performed several pneumatic releases. The log file revealed several entries concerning fluid in expiratory valve. Furthermore, several suction maneuvers were performed in this time frame. As per log file the anti-air shower feature was active. Consequently, the device reduced the flow delivery as a result of a disconnection on (B)(6) between 10:36 pm und 10:38. The log file analysis cannot confirm a device malfunction. A dräger technician reviewed the log file on site for the specified time period of (B)(6). One error code was found, which apparently occurred during a device test and was detected to a one-time pressure drop due to a tolerance deviation most likely of the breathing circuit. A subsequent further test was successfully carried out without any deviations. Based on the overall results of the investigation, no device malfunction could be detected. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the airway pressure, the cockpit infinity c500 post an accompanying visual and acoustical alarm. In case of a high airway pressure a pneumatic release would performed to protect the patient against a high airway pressure. When the anti air shower function is activated and a disconnection is detected during operation mode, the flow is reduced until reconnection is detected. Simultaneously, the ¿disconnection?¿ alarm is displayed. If the airway pressure reached the set limit, the device posted an accompanying alarm and performed pneumatic releases in order to protect the patient against a high airway pressure. This situation could e.g. Caused by the patient condition / patients breathing efforts / fluid in breathing circuit. Since the "anti-air-shower" function was enabled by the user via the system settings the flow was being automatically reduced during the detected disconnection. This corresponds with the description of event: "...there were no wave forms". The device reacted like specified to detected deviations with appropriate alarm messages a device malfunction could not confirmed. It was reported that the patient's condition was worse, which contributed to the patient's death. The dräger service already checked the device without any deviation. Field quality data are monitored and assessed by workstation critical care product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.